Manufacturer narrative:
The pump was received with unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the failed battery test alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a stuck button. The patient's blood glucose at the time of incident was 9.9 mmol/l. The insulin pump also alarmed with failed battery test. A new battery was inserted into the insulin pump and the failed battery test alarm recurred. Troubleshooting was initiated for the failed battery test alarm. The battery cap and battery compartment appeared undamaged. The battery cap was cleaned but the failed battery test alarm recurred. The alarm could not be cleared due to an unresponsive esc button. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.